Event description:
The customer reported that in the nbc unit, the device alarmed infusion complete, and tpn was noted on the tubing, including at the connection to the bag, as well as on the floor. New fluids and the vascular access team were ordered. A full line and cap change was performed.

Manufacturer narrative:
No product received greater than 45 days. No product will be returned per customer. The customer complaint of tpn leaked could not be confirmed due to the product was not returned for failure investigation. A photo of the set was provided by the customer. However no issues were observed per photo received. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the nbcunit, the device alarmed infusion complete, and tpn was noted on the tubing, including at the connection to the bag, as well as on the floor. New fluids and the vascular access team were ordered. A full line and cap change was performed.